Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the quick bolus button was not working. Reportedly, customer continued to use the pump for insulin delivery. There was no reported adverse impact to the customer's blood glucose level.